Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 2.9 inr on the coaguchek xs. Later that day he reported rectal bleeding and was taken to the hospital. A comparison lab returned as 6.5 inr approximately 5 hours after the meter result. The patient's meter was not coded correctly. It is not known if the patient received medical treatment. Requested return of suspect system.